Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy. The patient did not feel stimulation. The patient fell and cracked her hip on the same side that she had her implantable neurostimulator. She bruised the left side of her leg. They had to put a rod in the bone where the ball joint was. The patient¿s stimulation worked before the surgery on (B)(6) 2015 and then the patient turned the device off for the surgery. When they turned it back on it did not work. The patient didn¿t turn the device on right away because she went to a rehab place first because she was in some pain and doing therapy. She turned it on four weeks later. On (B)(6) 2015, the patient went to the doctor and he tried adjusting it but she couldn¿t feel anything. He thought an electrode on the tip of the lead was not working. Of note, the patient was out with her son in ohio and when she brought her seat up she felt it bent the implantable neurostimulator. She said it ¿doubled over¿. The ins may have flipped in the pocket.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she was out with her son in (B)(6) and when she brought her seat up she felt it bent the implantable neurostimulator. She said it doubled over. The ins may have flipped in the pocket. Some of the previously reported information pertained to a separate event. Please see manufacturer report #3004209178-2015-25580 and 6000153-2015-00623 with regard to the previously reported information that applies to a separate related event.